Manufacturer narrative:
(B)(4): evaluation summary: the instrument was returned in good physical condition. The instrument was cycled, fed and formed the clips properly. It was concluded that the instrument was conforming to manufacturing specifications. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a total thyroidectomy procedure, the device fired clips that were not closing correctly. They were spitting out of the device. Some fell into the pt, but were retrieved. No pt consequence.